Event description:
Customer reported a potential severe hyperglycemic event. No further information was provided. There was no report of medical intervention, death, or permanent impairment associated with the event. Customer has not provided a date of event to enable further device evaluation, however, the event may have potentially occurred between june 22nd 2022 to july 5th 2022.

Manufacturer narrative:
All information available to bigfoot has been submitted. A follow-up report will be submitted after bigfoot learns of any new information in relation to this case.justification for delay - bigfoot submitted this report via the production webtrader account on friday 08/05/2022 at 01:37:18 edt with core ID (B)(4) and batch ID 3016525500-20220804213646, but the report was received to the test database although test webtrader account credentials are not accessible. Bigfoot submitted ticket 331441 to the esg help desk to determine the cause for this issue.